Manufacturer narrative:
Evaluation summary: after reviewing the film, it does not appear that the 8x30 stent was folded on itself. From reviewing the film, it appears that the stent is foreshortened. This condition, at times could be attributed to deployment techniques. Stent compression can usually be seen when the handle is moving during the deployment process. X-rays of device returned.

Event description:
Reportedly, the stent appeared foreshortened after deployment. No patient injury or intervention.